Event description:
Major pump unit(s) involved: drive unit failure. Additional text: perc line damage. Specific component(s) involved: driveline malfunction. Additional text: perc line damage, ground wire damage. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: driveline repair at bedside. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.